Event description:
It was reported that upon interrogation, the pulse generator was in backup vvi mode. The patient had undergone radiotherapy and an MRI. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).